Event description:
The hcp reported the pt had been experiencing increased pain, withdrawal symptoms, and decreased benefit prior to pump refill. The pump was explanted and replaced after an implant duration of 44 months due to battery failure. After replacement, the pt's pain is better controlled with no further withdrawal symptoms. A follow up report will be sent if add'l info is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.